Manufacturer narrative:
MFR's report date: 4/02/98. The pump was received and visual and functional testing was performed. The pump was found to have a low mechanism force on channel 'a' and when tun the reported freeflow wasduplicated. The pump wasopened, and one of the two mechanism springs was found detached and laying at the bottom of the case. Engineering has reviewed the process and prodedures for installing the spring. Changes to the test procedure were implemented, adding an additional verification of spring placement during mnf. Extensive operator training on mechanism assembly and spring installation verification has been completed. In addition, an assembly aid which will verify full installation of the mechanism spring has been implemented to reduce the recurrance of this issue. The pump was repaired and returned to the customer

Event description:
It was alleged that on nine occasions over several days the set leaked and air was observed in the line to the pt. There was no pt complication.